Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pacemaker implant procedure, the physician noted that the programming changed to unipolar, though it had been programmed prior to implant. The device was implanted successfully and the patient did not experience any adverse consequences. Further information was requested but not received.